Event description:
Patient had taken a home pregnancy test and obtained a pos (+). In 2002, patient began bleeding and went to an ER and obtained a positive serum beta hcg quantitative test result. Patient was seen again on 2 days later in an ER and another positive serum quantitative result was obtained. The patient was admitted for observation. Three days later, another positive serum quantitative result was obtained. In 2002, patient came into healthcare with abdominal pain. Patient had pain 7 days before event date. Urine tested negative with urine icon 25 qualitative test (not the first morning urine). 4 days after event date patient was admitted to the ER with a ruptured ectopic pregnancy and had a positive quantitative beta hcg test result. Customer reports that patient is doing ok. No urine or serum samples available for investigation.